Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause of elevated bg was unknown. The customer was treated with intravenous fluids of insulin and saline. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage. A system check was completed and no pump issues were found. Recommendation was made to consult with a healthcare provider regarding diabetes management.